Event description:
It was alleged that during a case dr noticed black particles in the pt which was suspected to be flaking of the cutter. It was reported by sales rep that there was no injury to the pt, and that the dr did not feel that the flakes would harm the pt.